Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that the patient's parkinson's symptoms were worsening due to the low density programming they were receiving from their primary cell. The primary cell was explanted and replaced with a trial system that uses high density settings. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported the stimulator made the patient's shaking more uncomfortable. It was reported that there was no device malfunction but that the symptoms began after his parkinsons disease progressed. The device was explanted. No further complications reported/anticipated.